Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2015. The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. DHR was reviewed and no entries potentially pertinent to the customer's report were noted.

Event description:
The customer reported that the device jaws would no longer open while cutting during a laparoscopic hysterectomy. The patient's tissue became torn. A new device was used that worked properly. The customer discarded the sample.